Event description:
Report received from an international affiliate (another country) of a chemotherapy leak. The report states, "line d was leaking from cassette. IV taxol was infusing. Line a= IV saline, line b=IV zometa, line c=IV kytril/IV dexamethasone. No injury to patient or staff. Chemotherapy spillage noted. Cleaned up per hospital protocol." Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.